Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was carried out on the device returned. Dried blood and contrast agent were found in the circuit, a kink was found on the shaft at 261mm from the luer and a twist on the balloon was detected at 43mm from the tip. The inspection did not reveal any other abnormalities. The device was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon. The the purging test passed. The balloon was then inflated sequentially and a twist was evident on the balloon at 1, 2 and 7 bar and on the guidewire lumen at 14 bar. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use an inpact pacific paclitaxel eluting balloon device to treat a lesion in the femoro peroneal (btk). The lesion was not calcified with no stenosis, vessel was non tortuous. It was reported that balloon inflation could not be completed. There was a twisted zone between two sections of the balloon, which have been properly inflated. This incident has occurred in two different occasions but there was not injury to patients. Patient was in good condition post procedure. No patient injury or clinical sequelae were reported for this event. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed product (in.pact pacific). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.